Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported that when the patient was admitted for decompensated heart failure, an alert was noted for low pacing impedance of the right ventricular (rv) tip to rv coil. It was noted that the patient was hospitalized for disrupting blood levels with poor kidney function. The lead trend showed a reduced daily measurement for several days and then the measurements stabilized. It was noted that the patient will be monitored through the remote monitoring network. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.